Event description:
It was reported that post transcatheter aortic valve replacement (tavr) implant, it was noted that the patient was having pauses and the right ventricular (rv) lead would not capture when the patient was standing. However, the lead would capture when the patient was laying down. After reviewing the chest x-ray, it appeared that the rv lead had dislodged. The patient was brought into the lab, and the rv lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of lead dislodgement and failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections did not find any anomalies except for procedural damage.